Manufacturer narrative:
Event date is an unknown date during (B)(6) of 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was found to be torn (cracked). This was discovered before use. There was no patient injury or medical intervention associated with this event. No additional information is available.